Manufacturer narrative:
PMA/510k # exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, after opening the perc ncircle nitinol tipless stone extractor and prior to patient contact, they found the nitinol fiber of the basket to be broken. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, drawings, manufacturing instructions, quality control data, and specifications. One perc ncircle nitinol tipless stone extractor was returned for investigation. Function testing determined the basket formation can be actuated. A visual examination noted one broken wire in the basket formation and one wire is kinked approximately 7 mm from end of basket sheath. A review of the device history record did not observe any non-conformances associated with the complaint device lot number. A review of complaint history records revealed this is the only complaint associated with the complaint device lot number ns8430024. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket with one wire broken. One of the other basket wires was found to be kinked. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The IFU contains cautions about manipulating the device to prevent damage. The device likely became damaged during handling / use of the device. Since no information related to product handling is available, the definitive cause could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
There has been no new information received since the last report was submitted.